Manufacturer narrative:
Conclusions - no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a sling procedure in 2005. In 2007, the patient presented with a vesicovaginal fistula. The sling device also was unsuccessful in curing the patient's incontinence. The patient is scheduled for vesicovaginal fistula repair.